Event description:
It was reported that patient not being able to adjust stimulation. The device was powered off. The patient was able to increase stimulation after therapy was turned back on. The patient stated he was in the hospital due to pneumonia and he turned his implant off to have ultrasound. It appeared patient might have forgotten to turn therapy back on the past 7 days. The patient stated he had been hurting for a week, in his groin area and also has urinary retention. The patient has morphine for pain relief as well. After therapy was turned back on, patient felt that stimulation was helping to relieve his pain, after increasing stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3 093-28, lot# v631597, implanted: (B)(6) 2011, product type: lead. Product ID: 3966 lot# la4085, implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10,serial# (B)(4)implanted: (B)(6) 2002, product type: extension. (B)(4).